Manufacturer narrative:
H10. D6a / d6b: implant and explant dates not provided. Implant date of (B)(6) 20216 used/revision date of (B)(6) 2023 used. H3. Investigation results - there is no specific device information provided. The cause of the patient's revision surgery as related to the devices cannot be conclusively determined, insufficient information/reason not reported. These devices are used for treatment not diagnosis. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a total left hip arthroplasty on an unknown/unreported date in 2016 and then experienced a surgical revision on an unknown/unreported date in 2023. Implant time is approximately 7 years. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device information or device return. There are no photos or other images of the device provided. No additional information is available.